Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The cause of infection could not be traced to the device.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2021-37940. It was reported that a patient presented in-clinic for a pocket revision due a visible scab near the device pocket. Upon beginning the procedure, pocket infection was identified and cultures were taken. Additionally, visual examination of the right ventricular (rv) lead revealed externalized conductors. No electrical anomalies were reported due to the externalized conductors. The patient's implantable cardioverter defibrillator was explanted on (B)(6) 2021 and the rv lead was capped on (B)(6) 2021. The patient was stable throughout.